Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out specification in relation to the system error 321, which was confirmed in the event history log review as system error 321 alarms. The cause was determined to be the link and link switches out of adjustment. The link and link switches were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 321 (link switch error (up)) alarm. The reported problem occurred during infusion in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.